Event description:
Customer reported that during the manual prime, there had been a blockage between the reservoir and the infusion set. She stated she had this issue with half of the reservoirs from the box she had. She was not able to troubleshoot the issue. She stated that she had received a no delivery alarm. The blood glucose reading was 225 mg/dl. Nothing further was reported.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.